Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by physician by means of an operative note, "the pt reported that during intercourse, the prosthesis suddenly deflated. X-rays did not reveal the source of the leak". During the surgery, the physician/surgeon reported... "The connection between the left cylinder and the pump was disconnected, and this was the source of the leak. All connections were cut out and then redone".